Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that the device produced an uneven thickness of the skin at the distributor. No hospital or patient were involved. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Updates performed on b4 b5 d4 d9 g2 g3 g6 h1 h2 h3 h4 h6 h10 review of the most recent repair record determined the unit was confirmed to not cut properly and was out of calibration. The unit was calibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.